Event description:
The hill-rom technician found that the trendelenburg feature would not work on this bed. He found that the trendelenburg pilot link was broken on this bed. He replaced the pilot link and this resolved the issue. There were no reported adverse events associated with this bed malfunction.